Event description:
The report received from the sapphire that during the index procedure, neosynephrine was administered. The patient had blood pressure increases and decreases throughout the procedure with the insertion and withdrawal of the angioguard, 2 aviator plus balloon catheters and the precise pro stent. For instance, blood pressure was 190/95 then decreased to 185/95 after the angioguard wire was inserted. Then after pre-dilation with a 4x2 aviator plus balloon, blood pressure was 163/96. The balloon was inflated at 6 seconds at 10 atm in the left carotid after which the balloon was removed and the precise pro stent was deployed. Blood pressure was 136/72 and neosynephrine IV 100mg was administered. Then post-dilatation was performed with a 5x2 aviator plus balloon at 12 atm after which the blood pressure decreased to 96/46. After the procedure, the neosynephrine drip was shut off when the bp was 151/75 but was re-started after the bp decreased to 90/61. 4 days after the index procedure the patient began having numbness in the right fingers and toes. The foot was numb; with 50% loss in the leg and the patient fell. Patient was confused and began having trouble finding the correct words when speaking. It was diagnosed as a left tia no treatment was provided and the loss of strength was considered mild. Carotid doppler showed a patent stent with good flow distally. Nih stroke scale at discharge was 1. Nih stroke scale score at admission was 0. The patient was asymptomatic. Pta was performed on an 85% occluded lesion in the ostium of the left internal carotid of 30mm in length in a 6.0mm vessel diameter. The arch iii lesion was moderately calcified, eccentric and with severe vessel tortuousity. A 6mm medium support angioguard embolic protection device was successfully deployed at the target site and the lesion was pre-dilated. Then an 8x40mm precise pro rx stent was successfully deployed. The residual diameter stenosis measured 5%.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of four devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00974, 1016427-2011-00139, 9616099-2011-00975 and 9616099-2011-00976.

Manufacturer narrative:
There was no documented dissection or presence of air bubbles. The patient was discharged on the following day. There was no thrombus noted pre or post deployment of the stent. Inapsine was also administered after post-dilatation with the aviator plus balloon. Heparin, neosynephrine and inapsine were administered during the procedure. Aspirin and clopidogrel were administered post-procedure. Angioguard embolic protection device catalog number 601814rmc, lot number 70311649. Pinnacle and flexor shuttle sheaths,amplatz glidewire,8f jr4 guide catheter, 4x2 aviator plus and 5x2 aviator plus balloons and angioseal closure device. This device is not available for testing and evaluation. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of four devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00974, 1016427-2011-00139, 9616099-2011-00975 and 9616099-2011-00976.

Manufacturer narrative:
Throughout the index procedure, the patient had blood pressure increases and decreases with the insertion and withdrawal of the angioguard, two aviator plus balloon catheters and the precise pro stent during which time neosynephrine was administered. Four days after the index procedure, the patient began having numbness in the right fingers and toes. Patient was confused and began having trouble finding the correct words when speaking. The patient was diagnosed with a left tia. No treatment was provided and the loss of strength was considered mild. Carotid doppler showed a patent stent with good flow distally. Nih stroke scale at discharge was 1. Nih stroke scale score at admission was 0. The patient was asymptomatic. During the index procedure, pta was performed on an 85% occluded lesion in the ostium of the left internal carotid artery. The arch iii lesion was moderately calcified and eccentric with severe vessel tortuousity. A 6mm angioguard embolic protection device was successfully deployed at the target site and the lesion was pre-dilated. Then an 8x40mm precise pro rx stent was successfully deployed. The residual diameter stenosis measured 5%. There was no documented dissection or presence of air bubbles. The patient was discharged on the following day. There was no thrombus noted pre or post deployment of the stent. Per lake region report: (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10005460. This packaging lot contained 217 units, which were shipped from lake region medical on april 20, 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. Leisch et al's reports its finding that 40% of patients undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms, not associated to periprocedural cerebral complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of four devices associated with the reported event that were submitted under the following manufacturer numbers 9616099-2011-00974, 1016427-2011-00139, 9616099-2011-00975 and 9616099-2011-00976.